Event description:
It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred twice. Per additional info provided by the physician, the pt presented with chest pain and a positive stress test. The 75-80% stenosed ostial lesion being treated was located in the proximal right coronary artery (rca). The lesion was not predilated. The physician placed a 3.00x12mm taxus express2 drug eluting stent in the ostium of the proximal rca, inflated to 17 atms. Medication given: integrilin, nitroglycerin. Aspirin and plavix were prescribed. Three months post the initial procedure, the pt presented with chest pain. In-stent restenosis was identified in the previously place stent. The lesion was predilated with a 3.0x15mm non-bsc balloon and a 3.5x18mm non-bsc stent was placed, inflated to 14 atms. One year post the reintervention, the pt presented with dyspnea and chest discomfort. A follow-up angiography was performed. The rca was found to have 35-45% ostial stenosis. Acute intervention was deferred in favor of ongoing management.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.